Event description:
The customer reported approximately twenty (20) milliliters of fluid leaked near the air mix temperature control involving unicel dxh 800 coulter cellular analysis system. The customer stated the fluid leaked down the counter and onto the floor. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. The customer has an exposure control/risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered liquid buildup below the air mix temperature control module. The fse observed the nrbc mixing chamber was clogged in the bottom and replaced the chamber. The fse cleaned all mixing chambers manually and updated latron gains (unrelated to fluid leak). The clog appeared to be rubber debris from the specimen tubes. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Eval code: chamber. (B)(4).